Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician reported that there was air contamination when mapping catheter was removed, and suction was performed due to gap. The air was observed at the three-way stopcock tube. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.